Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer's mother reported via phone call that her son's blood glucose was 427 mg/dl. Troubleshooting was declined due to a bent infusion set cannula. The customer changed the infusion set and treated accordingly. No products were returned or replaced.